Event description:
It was reported that a patient experienced peritonitis, manifested by milky and clumpy effluent, coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and discharged after two days. Treatment for the event was unknown. The action taken with dianeal therapy was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).